Manufacturer narrative:
Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery due to complete broken reservoir tube lip and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracks and chips on reservoir slot and battery. Customer stated that the reservoir lip ring was not damaged. Customer also experienced high blood glucose and they declined for troubleshooting of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.